Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01585. (B)(4).

Event description:
Allegedly, patient was revised due to mom complications: - elevated ion levels, skin rash, noise, pain, swelling, limited range of motion:-left